Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor cannula was not present when removed from body. The customer¿s blood glucose level was 110 mg/dl. The customer reported that when sensor inserted in body it did not flash and when removed it was not present. The sensor will not be returned for analysis.